Event description:
Customer reported the system was displaying an iris pot error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and calibrated the collimator. System operates as intended. See scanned page.